Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarms and motor error alarms. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose by bolus. The customer's mother declined to troubleshoot. The reservoir will not be returned for analysis.